Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience sierra referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left circumflex (lcx) artery. Post deployment of a xience sierra 3.5 x 18 mm stent, a dissection was observed. A xience sierra 3.0 x 23 mm stent was was implanted in the proximal lcx as treatment; however, a distal dissection was observed. A xience sierra 2.5 x 28 mm stent was implanted as treatment. There was no adverse patient sequela. No additional information was provided.